Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the ball tip guidewire became stuck inside the tibial nail advanced (tna) and was unable to be removed. The wire was incarcerated in the tip of the nail. The procedure was successfully completed with a twenty (20) minute surgical delay. Patient status is unknown. This report is for one (1) unk - guide/compression/k-wires. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown guide wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.